Event description:
Caller reported an issue with a continuous glucose monitor error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, after which the error code did not reappear, and the caller successfully started their sensor session.